Manufacturer narrative:
An extended investigation was conducted and the investigator was able to replicate the raised pin #6 issue using bent test strips. According to label copy, the user is instructed not to bend the test strips. (B)(4)

Manufacturer narrative:
The meter was returned and investigated. The test did not start issue was not confirmed. However, the port issue was confirmed. A raised pin (#6) was observed in the strip port. This issue will be investigated further. An additional supplemental report will be filed once the investigation is complete. Note: the nurse declares that there might be blood flowing in the port . According to label copy we advise the customer to avoid getting dust, dirt, blood, control solution, water, or any other substance in the meter's test strip port.

Manufacturer narrative:
This is an initial report. The product has been returned to manufacturer and investigation is in process. A follow-up report will be submitted once additional information is obtained.

Event description:
A company's representative was informed by a nurse at school that adc customer, insulinx meter user, was unable to test their blood sugar due to test would not start upon strip insertion and port issues. Patient reportedly tried several times, became nervous and self-dosed with unknown amount of insulin without eating afterwards, which resulted in a hypoglycemic event. The customer was transported to a hospital via paramedics where he was diagnosed with hypoglycemia and treated with glucose perfusion and was discharged from the hospital two hours after his arrival. There was no report of death or permanent impairment associated with this medical event.